Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with severe angina and the procedure was to treat the 90% stenosed left anterior descending (lad) artery with mild calcification and moderate tortuosity. The lesion was pre-dilated with a 2x12 mm semi compliant balloon and the 2.5x48 mm xience xpedition stent was implanted via a radial approach at 16 atmospheres (atm). A dissection was noted at the proximal edge of the stent so another xience xpedition stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.